Event description:
This I s 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device was used as treatment and not diagnosis. (B)(4) manufactured the holding sleeve standard for matrix, part 03.632.001, lot 6611820. The lot conformed to specifications and was inspected and conformed to the synthes incoming final inspection sheet. Due to an unknown cause, the m6.5x0.75-3h4h leading thread broke off in one piece. The surfaces on the knob component, part 03.632.001.3, exhibits signs of wear and missing green coating. Nicks and dings are noted on the outer sleeve component part, 03.632.001.8 and the end cap component part 03.632.001.4. The feature that could be measured met specifications. The material was tested and met specifications. The investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records for lot 6611820 revealed the holding sleeve standard for matrix, was manufactured by avalign technologies, nemcomed. (B)(4). The investigation is ongoing.

Event description:
During posterior lumbar fusion surgery (l4-s1) on (B)(6) 2013, it was noticed that the threads on a holding sleeve broke off in one piece. The thread was retrieved and thrown away. This was noticed just prior to handing the surgeon the device and it is unknown when the event occurred. A different sleeve was used instead and the surgeon was never aware of the issue. It was reported that the surgery went fine.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product development event evaluation was performed by the product development engineer and it was reported the matrix spine system includes 5 holding sleeves (03.632.001, 03.632.036, 03.632.085, 03.616.042, 03.616.043) for screw insertion with an appropriate driver. The distal male threads mate with the female threads of the screw thread. The chu engineer reviewed the top level drawing (03_632_001 rev j). Dcos 10021253 and 10022121 resulted from CAPA (B)(4). These changes address the hazard of this complaint. The outer sleeve changed from radel to titanium and the assembly added a peek bushing in dcos 10021253 and 10022121 respectfully. The lot number for this instrument is 6611820. (B)(4). The dispositions for previously mention dcos reworked this lot to include all the changes. However, the returned holding sleeve has a peek bushing (03_632_001_11) and a radel outer sleeve (03_632_001_1). This combination is not consistent with the instrument drawings rev h or j (the drawing skips revision I). Since outer sleeve assembly can be disassembled for cleaning, the evidence suggests this subassembly may have been switch out in the field.the chu reviewed the complaint history for this hazard. (B)(4). Based on the occurrence rate of this evaluation, pd needs to review probability of occurrence. In conclusion, since the components of this instrument are not consistent with the instrument drawings, the disposition of this complaint from a design perspective is indeterminate.